Event description:
It was reported that the lead exhibited loss of capture, impedance less than 200 ohms and a break in the insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.